Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a procedure of endovascular treatment in neurosurgery, the tip of the diagnostic catheter was detached during use on a patient. The catheter was torn off during the radial artery approach at the right wrist, passing through the subclavian artery, and bringing the catheter to the left brachiocephalic artery. No particular pulling or excessive force was applied, and as the catheter was being advanced, it was noticed there were foreign matters which is visible under fluoroscopy. When the catheter was removed, the black part at the tip was torn off. An attempt was made to retrieve the damaged fragment medically, but it could not be retrieved, and the procedure was changed to surgical retrieval. The patient was hospitalized in stable condition after surgical retrieval.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed. The root cause is attributed to environmental effects. A search of the complaint database was performed and one similar complaint for this lot number were found. The device history record was reviewed, and no exception documents were found.